Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/97). Underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the pt on 1/20/97. On 1/28/97 after iabp for about eight days, the "gas loss" alarm sounded from zeon pump.the pump was changed to another pump and iab leaked. Blood was noted in the catheter. Event complications: none from event reported 1/31/97. Pt's current status: unk reported 1/31/97.